Manufacturer narrative:
Philips service replaced the control panel and buttons. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geometry controller was broken, and buttons were damaged on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.